Event description:
Follow up information reported that the patient experienced "mechanical irritations" and could feel the pocket adaptor through the skin. Additional information was requested but was not available at the time of this report.

Event description:
Further follow up information received clarified that the first problems for the patient began on (B)(6), 2012. Also, the adaptor was moved through the skin and was repositioned under the ins. Re-operation for the patient was not recommended because the skin did not appear to have any problems. It was also noted that the patient cachexia. If additional information is received, a follow up report will be sent.

Event description:
During investigation postoperatively, it was found that the pocket adaptor accessory of the implantable neurostimulator (ins) system had changed position. It was noted that the patient 'suffers' as a result of the adaptor position change. The patient outcome was unknown and additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 64002, serial# (B)(4), implanted: 2011-(B)(6). The initial MDR was filed as mfg report# 3007566237-2012-00470. Follow-up information indicated that the correct manufacturing site was (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 64002, lot# unk, implanted: unk, explanted: unk.